Event description:
Displaced left humeral neck fracture. (B) (6) was suspended in the hoyer lift, the lift began to work intermittently and then stopped functioning. The nurse aide was unable to lower the resident into her chair, the resident was suspended causing the waist support strap to move up under her arms causing her to left arm & shoulder to move past it's limit.